Event description:
It was reported that revision surgery was performed due to pain. The devices were implanted in (B)(6) 2010.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.